Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve deployment of a 23 sapien 3 valve in a calcified homograft, the balloon ruptured with the valve 90-100% deployed in the aortic position. The valve was deployed 80:20 aortic/ventricular position with no paravalvular leak noted. The patient was severely calcified in the aortic complex due to radiation therapy. The device was discarded; however, a picture was taken. As reported, there was no balloon valvuloplasty (bav) performed. The valve was tracked across the extremely calcified homograft and positioned in the middle marker. A normal deployment sequence was initiated and the when the balloon was 90-100% deployed, the balloon ruptured. The entire aortic valve complex was extremely calcified including severe mac. The balloon and delivery system were retrieved down to the esheath. There was too much resistance when trying to pull the ruptured balloon into the sheath; therefore, both the sheath and the delivery system (balloon) were removed at the same time from the arteriotomy. Hemostasis was maintained from the contralateral side with an 8mm balloon. During removal of the delivery system with the sheath and the balloon out of the arteriotomy, the nose cone and half the ruptured balloon remained over the wire and inside the patient at the vessel access point (right common femoral). The doctor performed a cut down over the wire and retrieved the nose cone and ruptured balloon which was ¿intact¿ and seemed to fit the shape of the tear from the lower portion of the balloon which was still attached to the delivery system. The artery was repaired with an open surgical closure of the right common femoral artery and final peripheral angiogram looked great. Of note, the patient is doing well and recovering normally.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, per report, in combination with the patient¿s severe calcification in the valvular structure (severe native annular and root calcification) and history of radiation therapy (a possible cause for the severe calcification) likely contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.